Manufacturer narrative:
(B)(4). Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested. Synthes is unable to determine mfg date. Add'l info has been requested.

Event description:
Pt implanted with lcp distal femur plate and screws on (B)(6) 2011. Plate broke in situ and was removed on (B)(6) 2011.